Event description:
It was reported that the left side rail was stuck in the down position. It was further reported that the motion interrupt pan was missing. It was also reported that the head end was tilted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.